Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment, chest pain and catheter removal difficulty occurred. The chronic totally occluded target lesion was located in the left anterior descending (lad) artery. After a non-bsc guide wire crossed the lesion, a 1.2mm x 12mm threader¿ balloon catheter was advanced over the wire to dilate the lesion. The physician tried to deliver the stent but failed to cross the lesion and noticed that there was a bend towards the end of the wire that was in the patient's lad. He went back in with the threader to straighten out the wire. He went to remove the threader and the threader would not come out. He tried to remove both the threader and the wire, and the guide wire got sucked into the patient's left main coronary artery causing the patient chest pain. He was able to remove the threader and wire as one unit, however he noticed that the tip of the wire and threader broke off in the patient's body. He tried to snare what was left in the patient's body, but was unsuccessful. He ended up stenting but leaving the tip of the threader and wire in the patient's body and the procedure was completed. The patient's status was stable.